Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and bradycardia therapy remained available, as designed. Review of device memory identified faults recorded on (B)(6)-2017. These faults caused the device to revert to safety mode. The device case was removed to facilitate inspection of the internal components. Detailed laboratory testing isolated the root cause of the faults to a degraded digital integrated circuit component.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that one day following an uneventful implant, this device exhibited a fault code error message upon interrogation. The message was indicative of the product in safety mode and resulted in device explant. The explanted device is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported and another device of same model type was implanted.